Event description:
During an ablation procedure the physician had a st. Jude ensite multi-electrode diagnostic catheter with balloon which was inflated in the patient's heart. The ablation catheter was placed between the wall of the heart and the balloon. During the procedure, it was noted that the balloon collapsed and the patient suffered cardiac tamponade/effusion. A pericardiocentesis was performed to drain the effusion and according to the physician, the patient is doing well.